Event description:
It was reported that the pump was alarming no disposable clamp the tubing. The patient did not want to remove the cassette because they state it appears to be completely empty. They were heading to their appointment now. I then instructed the patient to turn the pump off and continue heading in to her appointment. No additional information available.